Event description:
The user facility reported that while attempting to change the purge tubing per hospital protocol, a leak was observed at the yellow-to-yellow connection of the impella 5.5 pump. Purge flow (pf) and purge pressure (pp) remained below normal limits. The surgeon performed a purge bypass to prevent a possible pump stop. The pump was successfully weaned and removed on (B)(6) 2021. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported purge leak and low pf and pp was completed. The device was returned for evaluation. The returned product was visually inspected and a purge bypass was confirmed. The pump sidearm was not returned for review. The cause of the purge leak was most likely sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended. Per the IFU: do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿